Manufacturer narrative:
Unit not returned due to pt contact; this lot has a (B)(4) complaint rate; a DHR review does not indicate a mfg error; MDR flowchart completed; malfunction to be reported.

Event description:
During procedure primed properly, but then would not work on pt at all.